Event description:
Received a broken explanted plate. No additional info has been rec'd.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.